Manufacturer narrative:
Ali jazayeri, mohammad et. Al. (2017). Device-related thrombus following left atrial appendage closure: a clinical conundrum. Journal of american college of cardiology, volume 69 (issue 11). Device evaluated by MFR: the complaint device was not received for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause was unable to be determined. (B)(4).

Event description:
Reported via journal article. It was reported thrombus occurred. A left atrial appendage (laa) closure procedure was performed. A watchman ® laa closure device was implanted. About seven and a half months post procedure, the patient presented to the hospital with syncope. The patient had a computed tomography scan and a transesophageal echocardiogram (tee) which revealed a 1.5 x 1.9 cm thrombus on the closure device. She resumed oral anticoagulation medication and her syncope was determined to be due to orthostatic hypotension from overdiuresis.